Manufacturer narrative:
This report is submitted on 3 july 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site subsequently the device was explanted. The patient was re-implanted with another cochlear device during the same surgery.

Event description:
The initial MDR submitted on july 03, 2020 was filed incorrectly, the implanted device was not explanted, only the abutment was removed. Per the clinic, the patient developed granulation tissue which was excised and cauterized multiple times in two year span (specific date not reported).